Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their initial device that they had in 2015 fell apart. The patient stated that the device falling apart was the reason they had a replacement surgery in 2016. No patient symptoms were reported and there were no complications. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that at first they thought the doctor did something wrong, but they didn't. The cause of the device falling apart was that the patient lost 30-40 pounds. They were unable to clarify the device falling apart and they didn't know the event date. They did not know their weight at the time of the event.